Event description:
It was reported that during bone biopsy procedure, the needle tip was allegedly found to be broken and remained inside the patient body. The device was removed, since it does not reach the lesion firmly; however, the remaining part was not removed and still remains in the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed for the investigation as the lot number is unknown. Investigation summary: the cannula, the obturator and the stylet of a bone biopsy cannula were returned for evaluation. The components were found contaminated. The obturator was found to be inserted into the cannula, but could be removed without problems; the stylet was included separately. No detachments or breakages can be found, the thread at the tip of the needle was undamaged. The reported broke off segment could not be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, it was found that the (B)(6) version of the instructions for use addresses the potential issue. The instructions for use states: "in case the ostycut disposable bone biopsy needle cannula cannot be removed smoothly from the punctured bone area, do not attempt to remove the ostycut disposable bone biopsy needle cannula by oscillating movement of the cannula. Remove the ostycut disposable bone biopsy needle cannula from the punctured bone area by simultaneously applying counter-clockwise rotation and traction." In section 'method of use' the instructions for use states that puncture is carried out using the two-part ostycut needle, which consists of an outer cannula with an eccentric bevel at the tip and a trocar-type stylet. The tip of the stylet is to be fixated to the bone surface, clockwise rotation should be applied, and the cannula and stylet should be inserted as a single unit to the inside of the bone. Care should be taken to retain the biopsy material in the cannula. The cannula should be withdrawn from the puncture site by applying counterclockwise rotation and traction. Regarding use of a handgrip the instructions for use states: "remove the stylet and attach the handgrip to the cannula after verify that the ostycut needle was advanced toward target tissue. Continue puncture by further clockwise rotation of the ostycut needle. To improve efficacy of histologic diagnosis, insert the cannula into the lesion until the opposite internal bone wall is reached. (...) After reaching the lesion, remove the handgrip from the cannula. Attach the aspiration syringe to the cannula and aspirate the biopsy tissue securely to the inner cannula.